Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a primary tka was performed on (B)(6) 2021, two years later in dec-2023 the plaintiff started experiencing severe pain and swelling of the knee. Therefore was ordered to undergo a revision surgery, scheduled for (B)(6) 2024. Further information has not been provided.

Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact was the severe pain, swelling of the knee, reported revision and post operative convalescence period. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. Besides, possible adverse effects section revealed that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.